Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance with resetting the pump from technical support, and after reset, the malfunction did not recur. Customer was instructed to continue using the pump and to call back if there are any further issues.